Event description:
It was reported that after inserting the device into the pt, the anchor (plastic part) broke when the physician tightened the mesh. It did not take a lot of force for the part to break. The doctor repeated the procedure with another device but it broke as well. A third device was used successfully. There was no injury to the pt.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.